Event description:
Customer reported that during priming, the insulin pump was shooting out insulin. Customer reported seeing a gap between the piston and the reservoir stopper during priming. Blood glucose level was 77 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.